Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected . Section d4 primary UDI number: corrected . Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: lot number was requested but was unable to be provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault alarm, with ¿call hospital contact¿ displayed on the system controller on (B)(6) 2023. The patient initially got very anxious and felt ¿weird¿. The patient called emergency medical services and after reassurance, the patient was feeling normal. The yellow wrench continued to blink on the system controller and the same advisory message displayed as well. The pump seemed to be functioning appropriately and appeared stable per emergency medical services. Log files were submitted and confirmed a driveline power fault. This event was associated with a (f5) pwr_b_broken flag. Motor function was not affected by this event. It was recommended to replace the modular cable and continue to monitor the patient. The modular cable was replaced, and the alarm cleared. The patient underwent an x-radiology (x-ray) prior to the modular cable exchange and results were sent for evaluation. The x-ray images appeared to show some unusual bends superior to the modular cable connector. However, there were some inconsistent areas on the modular cable as well. The patient was monitored in the hospital overnight. New log files were then sent for evaluation and there were no further unusual events recorded since the modular cable was disconnected. The patient was discharged, and it was later reported that they tolerated the modular cable exchange without any issues or further alarms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the returned modular cable confirmed wire damage that would have contributed to the reported driveline power fault alarms observed in the submitted log files. The controller event log files contained data from 24sep2023 through 08oct2023, per the timestamps. Beginning at 20:46:32 on 04oct2023, transient pwr b fault flags became active. This fault resulted in driveline power fault alarms beginning at 21:13:44 on 06oct2023. The driveline power fault alarms remained active until the driveline was disconnected and reconnected, consistent with the reported modular cable exchange. Following the modular cable exchange, no further driveline power faults were observed for the remaining 19 hours of the log file. The pump appeared to function as intended at the set speed while the driveline was connected. Heartmate 3 modular cable, lot number 7261788, was returned in used condition. No signs of sharp kinking or other damage (cuts, holes, tears, etc.) Were observed. Examination of the controller connector revealed no evidence of fluid residue, corrosion, debris, or wear and visual inspection of the connector pins within the controller connector showed no evidence of bending or other damage. Examination of the inline connector revealed no fluid residue or corrosion. Visual inspection of the connector pins within the inline connector showed no evidence of bending or other damage. Microscopic inspection of the inline connector revealed that the o-rings were present and seated properly with no evidence of damage. The modular cable layers were removed, and the underlying wires were inspected. Visual inspection of the underlying wires revealed a breach in the insulation in the red wire approximately 3.5¿ from the controller connector. The insulation of the red wire was partially intact; however, the inner conductors had fractured (figure 3). The red wire represents the power b line, which is the line that triggered the driveline power fault alarm captured in the system controller event log file. The observed wire damage appeared to be the result of wear and tear due to repetitive flexing. The relevant sections of the device history records for the modular cable, lot number 7261788 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvas to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.